Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was exhibiting a large decrease in longevity remaining. Boston scientific technical services (ts) discussed based on the unexplained power consumption change and charge time remaining that this was not normal behavior and recommended a device replacement as soon as possible.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly on one of the component layers (cap oxide) within an integrated circuit. This anomaly causes a high current drain, which over time resulted in reported clinical observation.

Manufacturer narrative:
As of this report, the device remains in service. Should additional information become available, this report will be updated accordingly.

Manufacturer narrative:
One month later, the device was explanted and replaced. The device is scheduled to be returned for analysis. Upon return and completion from analysis, this report will be updated accordingly.